Manufacturer narrative:
Date inaccurate, only month/year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and occipital neuralgia. It was reported that the patient had poor communication and was re-positioning their antenna. Their last charging session was more than one to three months ago and they were redirected to their healthcare provider to address the possible overdischarge. The patient's headaches had returned last week and that was when they tried connecting the recharger and weren't able to. The representative reported the patient's battery was overdischarged and they would be meeting up to perform a trickle charge. No further complications reported about this event.